Manufacturer narrative:
The pump was received with normal operating currents. No unexpected battery out limit alarms or failed battery during testing noted. The pump was received with intermittent button response and alarmed button error due to corroded keypad traces. No numbers scrolling during testing or unlocked keypad connector noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. It was reported that numbers were ramping up and down. It was also reported that insulin pump received excessive low battery alerts. Insulin pump will be replaced.